Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, the lens was removed/replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed/replaced within the initial procedure. Initial reporter: contact name not provided. Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while inserting a pcb00 preloaded intraocular lens (iol) into the patient's left (os) eye, the lead haptic was not folded and lens stuck in the cartridge. The lens was partially delivered. There was no surgical intervention required and no patient injury reported. The replacement lens used is the same model and diopter. The customer indicated that the lens is not being returned, and the patient has recovered. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.